Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the information below, the reported event may have been caued by insufficient reprocessing by the user. -in the past similar cases, it was surmised that the causes were the chemical residue used by the user and insufficient reprocessing. -according to the information provided by olympus china sales & marketing (ocsm), the foreign material in the air/water nozzle was unidentified. However, the instruction manual stipulates that precleaning should be performed immediately after the procedure to prevent foreign material from sticking, and that reprocessing should be performed using the aw channel cleaning adapter mh-948. The user may have deviated from the instruction manual, but omsc was unable to determine the cause. The instruction manual states that the distal end should be checked for irregularities before use, that the objective lens cleaning function should be inspected before use, and that prompt precleaning should be performed after the procedure. In addition, the instruction manual states the nozzle cleaning method to prevent clogging of the air/water nozzle. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user facility returned the device to olympus (B)(4) because the air/water nozzle was clogged and the remote switches did not respond. The device was used in combination with an olympus video system center cv-290. (B)(4) then inspected the device and found that the nozzle was clogged with foreign material. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at (B)(4) for evaluation. As a result of the evaluation, the following was confirmed. The remote switches did not work. The air/water nozzle was clogged, but the function of the other nozzles was normal. The device has not been repaired in the past year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.